Event description:
It was reported that a PICC was placed on (B)(6) 2024 measuring at 45 cm with 1 cm visible secureacath device was used to secure the PICC in place. On (B)(6) 2024 the PICC was found to be leaking PICC and was removed, a new PICC placement was attempted but failed. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4fr dl powerpicc sv catheter. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10 ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated and a split was observed between the 24 cm and 27 cm depth markers on the red lumen. This catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: 's' shaped split; granular fracture surface texture (typical of tearing failure modes). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Event description:
It was reported that a PICC was placed on (B)(6) 2024 measuring at 45 cm with 1 cm visible no securement device was used to secure the PICC in place. On (B)(6) 2024 the PICC was found to be leaking PICC and was removed, a new PICC placement was attempted but failed. No other information provided, at this time.